Manufacturer narrative:
Medical records were requested and have not been received by the MFR to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations. This medwatch report is associated with MDR #s 8030665-2013-00233, 8030665-2013-00234, 2937457-2013-00051.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. The peritoneal dialysis (pd) nurse stated that the pt called her reporting that during treatment, pt saw a leak when he opened the machine cycler set compartment. There are two occurrences: (B)(6) 2013 and the order of the events is the same. On (B)(6) 2013 the pt did manual exchanges and no problems occurred. On the morning of (B)(6) 2013 the pt went to the clinic with a cloudy drain bag and the pt was placed on antibiotics prophylactically. Rn called to get cycler replaced and she told the pt to not use the cycler sets and the pt has. In addition, she told the pt to keep the samples. Upon f/u on (B)(6) 2013, pt stated that he was diagnosed with peritonitis. Pt took antibiotics for 2 weeks and now his effluent is clear, the pt is fine, the peritonitis has resolved.